Manufacturer narrative:
Block g2: medwatch # 4600100000-2022-8031. Block h2: block b5 and block g2 was updated with additional information received on november 21, 2022. Block h6: device code a0501 captures the reportable event of the tip of the entire needle fell out of the sheath.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the needle was removed from the patient to expel samples and the entire needle fell out of the sheath. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event. Additional information received on november 21, 2022: the patient had an endoscopic ultrasound (eus) performed in the endoscopy or suite. While doctor was obtaining a needle aspiration specimen during the procedure, the needle from boston scientific expect slimline device became dislodge from the deployment device. The needle was retrieved and all parts of the device were accounted for.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the needle was removed from the patient to expel samples and the entire needle fell out of the sheath. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).